Event description:
When a post-op patient came to clinic today it was found that their 15 french blake drain (catalogue number 2233) was not holding suction to the jp [jackson-pratt] reservoir (catalogue number 0070740). According to dr. This has happened to the plastic surgeons over 10-15 times within the past 2-3 weeks.